Manufacturer narrative:
Analysis of the lead (serial # (B)(4)) found that the stimulation lead body had broken conductors at the anchor site. The conductors were broken 23.1 cm from the distal end of the lead.

Event description:
It was reported that the lead showed impedance reading of 40,000. They were planning on doing a revision and replacing the lead. The patient had to increase the voltage on their left lead over the few weeks prior to the report and they had no stimulation at the time of the report. The electrode impedances were over 40,000 on the left lead. The patient status was listed as alive with no injury at the time of the report. It was further reported that the high impedances did not resolve. The lead with the impedance issues was turned off and the doctor was requesting an x-ray and lead replacement. The patient was getting good therapy from their other lead. It was further reported that the revision had not been scheduled yet as they were waiting for insurance approval. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).